Manufacturer narrative:
A ge rep replaced the hard drive. Insured the system was fully operational by taking several x rays, saving and recalling images. The system works as intended as was returned for usage.

Event description:
It was reported the system was not booting up. When turning the unit on, only one square appeared on the left monitor and nothing else. No pt injury reported.